Event description:
Inlay did not fit into tibial component. After trying for several times the inlay could not be used any more because it was damaged. Another inlay had to be used which resulted in a postoperative lack of extension. Also surgery was extended over 2 hours.